Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker complains of fatigue and heart palpitations when exercising. A treadmill test confirmed intermittent av-block during periods of exercise. Copies of the EKG strips were provided to boston scientific technical services (ts) for assessment as the physician feels the device is pacing too quickly in the atrium which is causing the patient's symptoms. Ts reviewed the data and confirmed that the device was functioning appropriately as programmed. The device has since been reprogrammed and remains in service. No additional adverse patient effects were reported. The patient will be monitored.